Event description:
Reporter alleged obtaining discrepant blood glucose results of 50 mg/dl back to back with a result of 305 mg/dl when testing was performed 4 minutes apart on the advantage system. Reporter stated also finding a back to back test in the system memory of 270 mg/dl versus 25 mg/dl when performed 1 minute apart. Reporter indicated taking their normal dose of insulin and oral diabetes medication; however, no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.